Event description:
The patient tested his blood glucose on the suspect device and it was 316 mg/dl. Pt took 10 units of insulin based off of pt sliding scale. About 2 hours later while pt was walking pt passed out. Pt was found by friends and the paramedics were called. The paramedic tested his blood glucose on their device and it was 54 mg/dl. Pt was given an IV with glucose.